Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was hospitalized due to device migration, the device almost perforated through the pocket skin. No allegation of device malfunction was suspected. A pocket revision was performed. The patient was stable. Further information was requested but not received.